Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/12/2020. D4: batch # t5cv9u. Investigation summary: the analysis found that one pce60a device was returned with no apparent damage and with an ecr45w partially fired 1/10 cartridge not loaded on the device. After further analysis of the reload, it was noted that the top of the one piece sled rail was damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The damaged on the cartridge it is consistent with high (outside indicated use) staple forming forces, however there is insufficient evidence to determine the cause of the higher loads. It is also possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the right middle lobe resection surgery, when severing vascular tissue, after the device was fired, it was noted that the staples were malformed. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.